Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 42508347 was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A technical support specialist dialed into the server and confirmed that bd services were running. A server down query was executed, and the last heartbeat was current. Xml messages were crossing successfully. Dns blockage or a network outage was suspected. The customer was informed of the findings, and customer confirmed that a case had already been opened on the network side. The issue was ultimately resolved by hospital information technology (hit). The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were on critical override, and communication between the stations was slow. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.